Manufacturer narrative:
Correction to return date: should be 2021-06-08 and not 2021-06-28 as previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone atherectomy device with a spider fx embolic protection device and non-medtronic 6fr sheath during treatment of a 120mm calcified lesion in the patient¿s mid left superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 70% stenosis. Artery diameter reported as 6mm. IFU was followed. Vessel pre-dilation was not performed. The guidewire was hydrated during prep. The device was advanced over the bifurcation. It is reported the spider wire kinked during second advancement at the mid body of the wire prior to the breaking point and resistance was noted during withdrawal. The resistance was severe. Excessive force was not used. The catheter was gripped at the distal tip. Unknown if spider wrapped around hawk. The spider was knotted at the tip of the hawk. The tip and nosecone are reported to have separated and completely detached but remained over the spider wire in the patient. The filter did not detach from the spider. A larger 8f sheath was placed to remove the hawkone and spider remnants. Devices removed in tandem. The spider was in tact. An intervention was required. Snare was used unsuccessfully. After snare was used unsuccessfully. All of the remnants were removed on wire through 8f sheath. No remnants left in the patient. The procedure was then completed with balloon angioplasty. No vessel damage noted. No patent injury reported.

Manufacturer narrative:
Image review: three photographs were provided by the customer. The catheter of the hawkone device is outside the patient and noted to be detached distal to the anchor pockets with biologics visible along the drive shaft. The nosecone is not visible in the photograph. The detached nosecone/housing is visible outside the patient with a wire loaded through the tip of the nosecone. Lots of biologics are visible on a blue paper towel with the device placed on top. In this cine image, the tip of the hawkone appears to be detached and the spider wire is noted with the filter opposite the hawkone tip assembly. Product analysis: hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside a biohazard bag within the shelf carton connected to the cutter driver. The device returned with the tip detached and the detached tip was stuck on the spider device. Visual inspection shows the spider wire returned loaded in the hawkone tip and exiting out of the detached housing and cannot be removed. Biologics are visible inside the filter of the spider fx device. The detachment occurred just distal to the anchor pockets. The cutter returned connected to the distal end of the drive shaft with plastic like pet material around the cutter blade. Functional testing could not be performed due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.